Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed form the customer that the device was functioning perfectly without any issues. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to dispense medication due to the error message device not detected on bus. Attempts to recover the storage spaces temporarily restored availability for some units; however, after restarting the station, the error reoccurred, and the remaining storage spaces continued to display the not detected on bus error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.